Manufacturer narrative:
Additional narrative: patient gender and weight unknown. Report is for one (1) unknown tfn nail. Additional product code hwc. Unknown when implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that trochanteric fixation nail (tfn) system hardware, a helical blade and two (2) distal locking screws were explanted on (B)(6) 2015 due to pain. There was no surgical delay. The surgery was successful. The original surgery for the femur fracture was healed. This report is for one (1) unknown tfn nail this is report 1 of 3 for (B)(4).